Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 196 mg/dl and the sensor glucose was 140 mg/dl at the time of the incident. Sensor says one thing and the meter is 50-100 points off, customer stated that he will be 119 mg/dl but sensor is alarming 50 mg/dl. Sensor glucose was 140 mg/dl and had blood glucose of 190 mg/dl. Current blood glucose was 134 mg/dl and sensor glucose was 179 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 60 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. Customer stated that he was very tight with his diabetes and his meals and his blood glucose. No troubleshooting for high as the cause was the pump suspending on low when blood glucose was not low at all. The sensor will not be returned for analysis.